Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6) , ubd: 22-sep-2018, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine with concentration 25 mg/ml at an unknown dose rate via an implantable pump. It was reported that the patient experienced an increase in pain, and the pump reservoir was full. The date (B)(6) 2026 is considered an approximate date of event (specific m onth and year known only).  No diagnostic tests or troubleshooting was performed.  Factors that may have led or contributed to the issue were unknown.  The pump and complete catheter were explanted and replaced. The issue was resolved.  The pump and catheter were to be returned to the manufacturer.  The patient was without injury regarding their status as of (B)(6) 2026.

Event description:
Additional information was received from a healthcare provider via company representative stating that there was a possible motor stall.

Manufacturer narrative:
H3. 8596sc analysis identified damage to the sutureless connector which is consistent with explant damage. 8667-20 the returned device passed all testing in the laboratory and no anomalies were identified. 8731sc visual inspection of the connector identified the connector pin to be bent which is consistent with explant damage. Neu_unknown_cath analysis identified damage on the catheter body which is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.